Manufacturer narrative:
As reported, the anchors were discarded at the user facility and therefore will not be returned for evaluation. In this instance, without the actual products, an evaluation could not be performed and the root cause of the reported anchor breakage was not able to be determined. This lot with UDI #(B)(4) was manufactured on 28-apr-2016. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of the device history records (DHR) for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A review of complaint history since the release of this device in dec-2015 showed two (2) other reports of similar events. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects reported for this product family since its release in dec-2015. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The tenolok anchors were released in dec-2015 and the use of this product is very technique dependent. The instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions. Contraindication: - pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Warning: - preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Precautions: - ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. - maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth; the device is not properly aligned with the pilot hole; the device is loose or not securely attached on the delivery handle; the device inserter is used for prying; the device is advanced too deep; a small amount of forward pressure is not applied while rotating the handle. Devices were discarded at user facility.

Event description:
The user facility reported that during an open subpectoral biceps tenodesis, the surgeon had difficulty seating the anchor when attempting to tap it into the 7mm drilled hole. The surgeon attempted to repeat the process after re-drilling with a 7.5mm drill bit. After seating the anchor, the surgeon pulled on the suture and it pulled out. It was reported that the anchor had "broken apart into small pieces and that the wings had come off". The surgeon cleared the same hole of debris, re-reamed the hole with the same 7.5mm drill bit and attempted to place a 2nd anchor in the hole with the tendon but reported that the anchor "was loose on the driver" and that "it also came apart when the wings were pulled". Surgeon then drilled two small (2mm) holes and passed a suture through the secured tendon with a whip stitch directly to the bone. The surgeon expressed some concern about leaving a 7.5mm hole in the humerus. Nonetheless, the procedure was otherwise completed with no patient injury and only a 10-minute delay reported. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.